Event description:
This report is based on information provided by a third party service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating that the device defibrillator button for energy down selection was not working. There was no reported patient involvement, therefore no health consequences or impact.